Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer received motor error alarm. The customer received compromised force sensor system alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted and the drive support cap was protruded. The customer was advised the pump would have to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received motor error alarm during basic occlusion test due to loose/flush drive support disk. We were unable to perform the restart error test, unable to verify prime alarms or perform prime test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self-test and off no power test. The insulin pump was received with minor scratched lcd window, end cap address label faded, cracked case at the display window corners, broken belt clip slot, broken battery tube threads and broken reservoir tube lip.